Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone15.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient was hospitalized due to elevated blood glucose levels and symptoms of vomiting, excessive thirst, frequent urination, and the presence of moderate ketones. The patient stated that she typically feels the needle insertion ¿pinch¿ but did not feel it with this pod. As her condition worsened, she began vomiting around 2:00 a.m., contacted emergency services, and was transported to the hospital. The patient further stated that her blood glucose at one point displayed as ¿high¿. The patient reported that she was diagnosed with borderline diabetic ketoacidosis at the hospital and was treated with intravenous insulin drip, remaining hospitalized at the time of reporting. No anticipated discharge date was provided.